Event description:
The previously reported mi and death events occurred approximately 14 months post index procedure not 40 months as previously reported.

Event description:
During the index procedure the patient had two endeavor sprint drug-eluting stents implanted in the lad. A dissection is reported to have occurred during implantation of the second endeavor sprint stent. The investigator did not assess if the event was related to the study device. It was reported that approximately 40 months post the index procedure the patient suffered a fatal mi and died on the same day. The investigator has indicated that the mi and death were possibly related to the study stents.

Manufacturer narrative:
Results: inherent risk of procedure (mi and death). (B)(4).

Manufacturer narrative:
(B)(4).